Manufacturer narrative:
Regional service investigated and found the report of the unit not being able to detect air was due to a bad powerhead pcb board. The board was replaced and the issue was resolved. Service also reported cleaning the air detection advanced warning system (adaws) of excess contrast. Unit was checked for proper function and returned to the customer for service.

Event description:
Customer reports the illumena injector system air detection advanced warning system (adaws) stopped working. Customer recognized this failure, and removed the injector from service, no patients involved. No reported injury.